Manufacturer narrative:
Correction: d5 - health professional should have been selected on the initial report rather than "other". This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that an abnormality in the air/water channel may have contributed to this event. Olympus will continue to monitor field performance for this device.

Event description:
An issue of "u angle down" none angle down " was reported on the device. The problem found during an unknown event. No patient harm, no user injury reported.device evaluation found a foreign object came out of the air/water (aw) cylinder.this report is being submitted for the foreign object found exiting from the aw cylinder .

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the bending angle insufficient due to the elongation of the angle wire and the play of the angle knob found to be out of the normal state due to the elongation of the angle wire. The reported issue of "u angle down" none angle down " could be confirmed. Furthermore, evaluation observed a foreign object came out of the air/water (aw) cylinder. Holes observed on the aw channel and due to holes , the watertightness noted not maintained (leakage observed). In addition, the following findings during device evaluation were noted: scratches on the insertion tube due to external factors are observed. The flexible tube of the insertion section noted crushed due to external factors. Wrinkles in the insertion tube due to external factors observed. The curved rubber adhesive part found missing. Due to handling, the adhesive part of the lighting lens has come off. Scratches found on the operation part due to external factors. Scratches found on the switch box due to external factors. Scratches on the operation unit cover due to external factors observed. Scratches on the up/down (u/d) knob due to external factors. Scratches on the ud angle fixing lever due to external factors. Scratches found on the right/left r/l knob due to external factors. Scratches found on the grip due to external factors scratches found on the universal cord due to external factors. Scratches on the scope connector side of the universal cord due to external factors scratches found on the scope connector due to external factors. Scratches found on the scope connector cover caused by external factors. Scratches found on the right/left (rl) angle fixing knob due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.